Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies found, several conductors blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, proximal conductor blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found, several conductors blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, proximal conductor blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient's family noted changes in patient's condition and patient transported to the ER. Patient received 12 shocks, all ineffective. Save to disc review done and suspected cause of ineffective defibrillation was lead fracture. Lead impedance at time of the shocks was greater than 200 ohms. Device interrogation confirmed that the defibrillation energy delivered to the heart had not been enough. Cause of death was reported by physician to be sustained ventricular tachycardia. Additional information has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found, several conductors blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, proximal conductor blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient's family noted changes in patient's condition and patient transported to the ER. Patient received 12 shocks, all ineffective. Save to disc review done and suspected cause of ineffective defibrillation was lead fracture. Lead impedance at time of the shocks was greater than 200 ohms. Device interrogation confirmed that the defibrillation energy delivered to the heart had not been enough. Cause of death was reported by physician to be sustained ventricular tachycardia. Follow up confirmed the cause of death to be arrhythmic mortality. The last device clinic visit had been three months prior to death. The patient was not pacemaker dependent. No autopsy was performed.